Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary lobectomy, the staple reload closed but had poor cutting. The staples did not suture the tissue. The staple was replaced to continue the operation.